Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This was identified when disconnecting the device after uese for peritoneal dialysis therapy; described as ¿the reporter unscrewed into the void and was unable to disconnect the patient¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d1: brand name: minicap transfer set (previously submitted as ni). Correction made to d4: catalogue #: r5c4482 (previously submitted as asku). Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the female connector was separated from the main body. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue due to inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.